Manufacturer narrative:
If implanted; give date: n/a (not applicable). Unknown/not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Device evaluation: since the product is not available as lens remains implanted, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially, it was reported that the surgeon noticed a scratch on the preloaded intraocular lens (iol) after insertion. It was learned later from the surgeon as he clarified that after inserting the lens into the eye, he saw what appeared like foreign debris on the optic and used irrigation/aspiration to try and remove it. However, it didn't come off. The lens was left in the patient's eye. The patient has not complained of visual issues post-op. The surgeon used provisc as viscoelastic. No additional information provided.